Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp still remains implanted but is scheduled for a revision. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: adverse event and product problem, the ipp was explanted and replaced.

Event description:
It was reported that the patient experienced device malfunction with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, an reservoir was explanted and an new ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.